Event description:
Account states that they are getting occassional low ise results on pt samples. The incorrect results have not been used to guide pt therapy. The field svc rep found the sample probe was misaligned and repaired the instrument by adjusting the probe.